Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant elevated hcg result is unknown. The siemens headquarters support center evaluated the information provided and noted that the dimension hcg method uses a different antibody than the dimension vista bhcg method. The instructions for use for the dimension hcg flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The device is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant elevated human chorionic gonadotropin (hcg) result was obtained on a patient sample on the dimension exl instrument. The initial result was reported to the physician who questioned the result. The same sample was retested on an alternate dimension exl instrument and a similarly elevated result was obtained. The same sample was then run on another siemens instrument, the dimension vista with a different bhcg methodology, and a lower, negative result was obtained. A corrected report was issued. There is no indication that patient treatment was altered or prescribed on the basis of the discordant elevated (hcg) result. There was no report of adverse health consequences as a result of the discordant elevated (hcg) result.